Event description:
The label of the box shows broncho-cath right, ref. 126-37, lot 2000-01 0455, but inside the pack and device is bronch-cath right, ref. 126-39, lot 2000-01 0458. And they found there is a pinhole on the membrane.